Event description:
It was reported to philips that the system was unable to boot-up. The system was not in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.